Manufacturer narrative:
E1 : establishment name: tandem. Address ¿ 11045 roselle street. Suite 200. City: san diego. State, province or territory: ca. Post office or zip code: 92121. Country: united states of america. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient faced depleted cartridge and was not attached properly at connector on (B)(6) 2026 which leads to high blood glucose levels. The patient resolved issue by changing the cartridge and infusion set.